Event description:
A customer noticed that the infusion line was bent before surgery but decided to use the product during a cataract extraction procedure which caused a fluidics imbalance. The procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has not been received for evaluation. A root cause has not been identified. (B)(4).